Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) system was pacing at a rate above the programmed upper rate. The upper rate limit was reprogrammed and is functioning appropriately.